Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was brought in for surgery on (B)(6) 2017 to examine the possibly flipped battery. The battery had moved in the pocket, but was not completely flipped. Since the battery was in a discharged state they had not attempted to perform a power on reset (por) to jump-start the battery due to irritation at the incision site. The patient had a follow-up appointment in the office planned where they would attempt to jump-start the battery back and resolve any charging issues. No x-rays were used to confirmed if the battery had been flipped per the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were had an ins revision due to the ins being implanted too deep in their abdomen. The ins was too deep to charge, and so it was moved to their hip. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimul ator for non-malignant pain. It was reported that the patient was having difficulty recharging their stimulator. When they attempted to charge they had four or less coupling bars. It was reported that the device was tilted and possibly flipped. An x-ray was recommended to confirm if the stimulator was flipped. No patient symptoms or further complications was reported as a result of this event.